Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump's touch screen was unreadable. Reportedly, the screen was dark that blocked graphics and text. The customer¿s blood glucose level ranged between 75-175 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.